Event description:
The olympus representative reported on behalf of the customer, during a procedure, the endoeye flex deflectable videoscope presented a no image-unrestorable error code. The procedure was not affected. No patient injury reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. However, a reportable malfunction of the adhesive part of the objective lens had peeled off due to handling was found. White scratches were found on the image. The bending angle was insufficient due to the elongation of the angle wire. There was rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. The bending section cover, operation part, grip, up/down plate, right/left plate, switch one (1), universal cord, light guide cover glass, and up/down angle fixing lever had scratches due to external factors. The adhesive on the bending section cover was missing. The video cable was buckling due to external factors. (Cables inside the video cable, etc. It was likely that there was an effect on the operation part.) There was peeling of the paint on the up/down plate. The right/left plate and up/down angle fixing lever (sp) were discolored due to handling. The video connector, light guide connector, and video connector case may have been scratched due to external factors. The video connector was broken due to an external factor. The video connector case was cracked due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.